Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that they were not sure what "useless" that referred to, they assumed lack of relief? The cause was not known. Rep was not sure of previous interventions, but patient has no intention of coming into the office to interrogate his battery to fix it. Patient is refusing help. Rep will submit any new information if it becomes available.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The patient reported shocking from the device and had turned the stimulator off. A return of pain was reported. Patient called the healthcare provider's (hcp) office as pt was concerned about a recall on their device. Pt stated pt is apart of a facebook group, and that pt was notified of a recall on their implant model. Rep confirmed with tech services that there is no field corrective action recommending replacement or explant for the pt's device. Rep discussed this with patient. Advised patient to make appointment in clinic to interrogate battery to ensure everything is working properly, but patient refuses to meet rep in clinic. Pt reported the device is useless. The cause is unknown, and the issue is ongoing, but the rep noted they would submit any new information that becomes available.